Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-05733. It was reported one of the patient's leads had fractured causing ineffective stimulation. The issue was confirmed by x-ray. Surgical intervention took place to address the issue. Therapy was restored. It is not known which lead was fractured therefore both leads are being reported.

Manufacturer narrative:
Date of the event is estimated.